Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that while testing the ventilator, there was no audible alarm. The regular alarm was not working as well as the power failure alarm. The customer replaced the 9 volt battery but it did not resolve the power fail alarm issue. There was no patient involvement associated with the reported issue.